Event description:
Physician was using aesculap handpiece (gd456r) with a depuy, inc. Oval burr (cat. No. 5607-69) during a microdisectomy when the burr dislodged from the handpiece causing a dura tear. Physician repaired the dura tear by converting case from microdisectomy to laminectomy. According to the risk manager at facility, it is believed the surgeon applied excessive pressure while using the handpiece thus causing the burr to become dislodged. The handpiece was not returned to aesculap for evaluation; it continues to be used by facility without incident. This event type is occurring below the frequency and severity that are usual for this device.